Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision after cataract surgery. Clinical reason incorrect iol power. The iol was exchanged for another lens model 8 months following the initial implant procedure. Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
The customer indicated the use of a qualified associated cartridge. The product investigation could not identify a root cause for the reported complaint. Information was provided that the company 20.0 diopter, (1.5 extended depth of focus) lens was replaced with a competitors 19.5 diopter, monofocal lens model. Due to a clinical reason of "incorrect iol power." Due to the exchange of an extended depth of focus lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).